Event description:
Hearing performance with the device is likely affected. An incident of trauma cannot be ruled out as it was reported the child may have fallen out of bed. The mother also reported that the implant housing seems to have moved. Also, at the time the fall may have occurred the child was not using the processor due to illness. Prior to the fall and illness, hearing performance with the device was good.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to an external impact appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is likely affected. An incident of trauma cannot be ruled out as it was reported the child may have fallen out of bed. The mother also reported that the implant housing seems to have moved. Due to illness the child hasn't been using the processor at the time of the trauma. Prior to the reported illness hearing performance with the device was good. Recipient was reimplanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is likely affected. An incident of trauma cannot be ruled out as it was reported the child may have fallen out of bed. The mother also reported that the implant housing seems to have moved. Also, at the time the fall may have occurred the child was not using the processor due to illness. Prior to the fall and illness, hearing performance with the device was good.